Event description:
Additional information received reported that the cause of the right-side facial pain was not attributable to a device anomaly, lead position or other. It was noted that the lead revision had been scheduled. It was noted that devices would be explanted and returned. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that the patient was at work when all of a sudden it felt like someone punched them in the face. The pain was on the right side of the patient¿s face/head and the patient had no falls or trauma, was not bending over, stretching, or picking up anything. The patient was currently on group a, verified power was on, felt stimulation with the right set at 1.40v and the left at 2.10v. It was noted that it was not showing as adaptive stimulation not activate. The patient did not remember if it was activated before and had been playing with their settings. The patient had left a message for their health care provider (hcp). Additional information received reported that the patient had suffered with trigeminal neuralgia for several years and was implanted with sub-cutaneous facial leads to manage their facial pain. One lead was placed behind the patient's right ear and the other was placed under their right eye. It was reported that the patient did very well for 2 or 3 months, then after this time their pain began to slowly return. It was reported that increasing the amplitude of the lead placed under their eye caused twitching of the patient's facial muscles when the amplitudes were increased above 0.3 amps. The patient found this uncomfortable and painful. It was reported that the manufacturer representative did not see the patient very often. A few weeks ago, the patient's hcp referred the patient for botox injections. It was reported that the hcp hoped these injections would decrease the twitching and allow the stimulator amplitude to be increased. The manufacturer representative saw the patient the day prior to the report and found out that the injections did not improve their pain. It was reported that they were not able to recapture the stimulation that resulted in pain relief by reprogramming. It was reported that the patient would be scheduled for a lead revision.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).